Event description:
Information received from the field notes that interrogation revealed an eri indicator and a high current drain of 46 ua. Dashes (---) were noted for the magnet rate and the battery voltage. There were no consequences to the patient.